Event description:
T has been reported that the device has no output from the beeper.

Manufacturer narrative:
Updated component code grid, evaluation method, evaluation results, component code, and conclusion code.